Manufacturer narrative:
(B) (4). Customer returned meter (B) (4). The meter has been confirmed to exhibited the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with his freestyle flash blood glucose meter which suggests the memory overwrite malfunction has occurred. The customer reported she had the following symptoms: "dizzyness and dry mouth". No third party medical intervention was reported. There was no report of death or permanent impairment associated with this event.